Event description:
Spouse of home pt (hp) contacted baxter's technical service center during hp's apd therapy. Spouse reported hp was experiencing pain in shoulders and chest during drain. Tech assisted hp in ending therapy and hp was placed in manual drain. The hp wanted to drain effluent, prior to going to hosp. The spouse was unable to verify if the pt line was completely primed prior to initiating apd therapy. Follow up with the hp's healthcare professional (hcp) revealed the pt presented in the emergency room and was admitted to the hosp in 2002 with a diagnosis of peritonitis. The hcp reports the pt was treated with vancomycin (date and dose unknown). 11 days later, the hp had their peritoneal dialysis catheter removed. The hp is currently on hemodialysis and remains hospitalized at the time of this report.